Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that one sample was returned for evaluation. The supplier received the device in two sections, in a coiled configuration held with gauze and tape. The catheter material and internal wired were stretched and broken 14.5 cm from the connector. The internal wires were exposed. Severe kinks were found in the catheter material. Based on the condition of the device as it was received, no functional testing was possible. The supplier's evaluation also included a review of quality records. That review found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Based on their evaluation, the supplier was able to confirm the complaint and determined the cause of failure to be mishandling of the catheter. No further investigation or corrective action is anticipated. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Per (B)(4) about event: the micro sensor broke somewhere along the wire while the patient was in bed per dad and he thought it had kinked and then broken off. We told the parents we would look into it, but the kid was a little wild!! As a result the sensor was revised. On 1/20/2015, additional information from the rep explained that this was the second time the device was replaced as the child pulled out the first one.